Manufacturer narrative:
After requesting additional information, our contact informs us that it is impossible for us to recover the implant because the screw has not been explanted. No other elements in relation to the questions asked. Questions ask by sbm : to complete our analysis, we need the following clarifications: - was there a surgical delay? If yes, how long of a delay? Response : no information. - what was the surgical technique used? Diameter of tunnel? Response : no information - was the implant explanted? Did any pieces of the product fall into patient? Were all pieces retrieved? Response : no, implant remains inside patient. - the implant failure caused or is likely to cause or contribute to serious injury? Was there any other medical intervention? Response : no information. - are there any clinics consequences for the patient? Response : no information. - it is stipulated that there is an MRI control: is it possible to transmit it to us? Response : no information. - "they consulting of a colleague for the continuation of the operation": what steps were being performed at this time? Response : no information. - this complaint was reported with an ansm notification incident (with optional declaration): did the health care facility declare this incident to the national competent authority? If yes, please transmit us the number file. Response : no information. 01/26/18 : broken screw could not be analyzed as it was not returned to sbm (not explanted). No additional information concerning this incident or patient outcome. Post-manufacturing data analysis of the compositcp¿ screw: this batch of screws presents no manufacturing defect. Everything conforms to specifications. Its molecular weight is high, which indicates good manufacturing conditions. Based on this analysis, this file is now closed.

Event description:
« It was reported that during the setting of the screw, this one broke resulting in an incorrect positioning ». Actions taken : MRI control and they consulting of a colleague for the continuation of the operation.